Event description:
Revision surgery - the patient had a cemented acetabular component that had become loose, the femoral stem was stable. The surgeon revised the shell and liner with depuy products and changed the femoral head using a djo product.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose cemented acetabular component after 16 years, 1 month, 1 day in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against this part number and against a part from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.